Manufacturer narrative:
Age at time of event, event date, patient sex, describe event or problem - updated.(B)(4).

Event description:
It was further reported that the target lesion being treated was located in the severely tortuous and highly calcified mid right coronary artery (rca). The patient was not compliant in taking aspirin and plavix. The patient was kept in the hospital overnight, with the intent to try to cross the stent the next day. Attempts to cross the stent were unsuccessful. Post procedure, the patient condition was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. Post procedure the patient experienced myocardial infarction and thrombosis. Details of the lesion are unknown. During the index procedure, the physician attempted to place an unknown size ion stent. The stent accordion while the physician implanted 5 days post index, it was noted that the patient experienced acute myocardial infarction and stent thrombosis. The patient was hospitalized and the physician was unable to cross the lesion with an unknown size balloon. The physician was unsuccessful in treating the lesion as the vessel was completely occluded. The patient's status is unknown.